Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon separation and subsequent reported damage was confirmed; however, the reported difficulty removing and deflation issue could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, protected left main the 3.0 x 12 mm trek balloon dilatation catheter (bdc) was inflated once to 8-9 atmosphere (atm), but met resistance during removal and was only partially deflated after removal from the anatomy. It was noted that the balloon was accordioned and may have caught on something during removal but it was not confirmed. There was no reported adverse patient effect. It was noted by the technician that the balloon appeared to be wrapped around the shaft in an unusual fashion. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the balloon separated from the outer member at the proximal balloon seal and was not returned.